Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump suspended delivery due to inaccurate sensor glucose values. The customer's blood glucose at the time of the event was 142 mg/dl. The sensor glucose that triggered the suspend was 40 mg/dl. Troubleshooting did not resolve the sensor error. The sensor will not be returned for analysis.